Manufacturer narrative:
Limited information was initially provided for this removal case scheduled for (B)(6) 2021. Based on the information received, it is conservatively assumed that the scheduled removal may have been to preclude serious injury for which the device may have caused or contributed to. Completion of the case could not be confirmed. DHR review could not be completed as part and lot numbers were not provided. Complaint history indicated this event has a remote poc which led to the conservative positive reporting decision. The risk assessment identified the risks associated with this event. No new risks were identified during the review. No device was returned for evaluation. Multiple attempts to gather additional information from the case were unsuccessful. The investigation was not able to determine a cause for this event. This submission is for device 1 of 1.

Event description:
A patient was scheduled for removal of an unknown prodisc c us implant. No reason for the removal was provided. No direct indication of a patient injury leading to the removal. There was no indication of a device malfunction. No confirmation was received to indicate the case went ahead as scheduled.